Manufacturer narrative:
The heater cooler system 3t was returned to livanova (B)(4) to undergo the deep disinfection procedure. From the preliminary taken samples it was not possible to identify contamination, or respectively the type of contamination. The deep disinfection procedure was completed on (B)(6) 2017 with final result 0 cfu / ml. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow up communication with the customer, livanova (B)(4) learned that the heater-cooler device was taken out of service on (B)(6) 2017 when the positive test result was received. The customer stated that device is placed in front of the exhaust air in the operation room during use. The facility stated that the devices are sampled on a 2-week interval, before performing disinfection. The device was returned to livanova (B)(4) on january 25, 2017. Samples have been collected. The results are not yet available. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium gordonae during maintenance. There was no known patient involvement.